Event description:
Information received by medtronic indicated that customer was unable to upload data from pump to carelink personal. Customer tried all remedies but was unable to upload data. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged unable to upload data from pump to care link personal. Pump passed the displacement test. However, unit errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software. Unit unable to download unit to (care link) pro or thds due to several a47 alarms at the alarm history file. A47 alarms due to a corrupted history file. The fault was isolated to the m/b. The following were noted during visual inspection: cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The original m/b was removed and replace with a test m/b. No anomalies was notice after battery insert. Problem isolated to m/b. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.